Event description:
Customer reported there is no power to the display above the table. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a broken stop switch on the table and no communication between table and console. Replaced the emergency stop switch, adjusted 5v power supply from 4.85 vdc to 5.20 vdc. System operates as intended.